Event description:
Patient was undergoing coil embolization with penumbra ruby coil in ovarian vein. During the case a coil was deployed and would not detach. The coil was successfully removed. Nine other coils were successfully placed.

Manufacturer narrative:
Conclusion: the device evaluation process has begun and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the pet lock is still intact on the proximal end of the pusher wire, and the pull wire is still in the capture feature. In addition, the proximal constraint ball is still in the distal detachment tip (ddt). These observations are consistent with an undetached coil. The coil stretch resistant (sr) wire is exposed and tangled around the ddt. The sr wire is also tangled approximately 1 cm proximal of the ddt. The orange sheath around was removed for evaluation and the coil appears to be stretched. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the coil did not deploy correctly. The evaluation noted the pet lock was fully intact, indicating no attempt was made to detach the coil. The coil was successfully detached by breaking pet lock and pulling on the pull wire. Compression defects were noted on the coil, likely from excessive forward pressure. These defects may have made it difficult for the physician to navigate the coil inside the patient. If excessive force is placed on the coil it can be misshapen or broken. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.